Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to high thresholds when repositioning was unsuccessful due to physiological factors. The patient was in good condition post and pre-procedure.